Event description:
It was reported that during central processing, the force feedback cadiere forceps instrument was damaged. There was no report of patient involvement or patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The force feedback cadiere forceps instrument was analyzed and found to have a broken chassis; the t-tabs located on the bottom part of the chassis were broken. The broken piece was not returned measuring roughly 0.255¿ x 0.104¿ in size. Components adjacent to this broken chassis show damage. As a result of the broken chassis t-tabs, the main tube assembly was found to be dislodged from its normal position. There was no damage observed to the main tube. Additionally, the instrument was found to have a broken main tube holder. A broken piece of the main tube holder measuring approximately 0.119¿ x 0.086¿ in size was not returned with the instrument. As a result of the broken main tube holder, the main tube assembly was found to be dislodged from its normal position. The instrument was found to have a broken tube extension at the distal overmold section. Broken piece of roughly 0.371¿ x 0.299¿ in size was not returned with the instrument. Bent inner main tube was also observed because of the broken tube extension. The complaint regarding instrument damaged in central processing was confirmed by failure analysis. The probable root cause is attributed to damage during use or reprocessing. Damage can result from mechanical impact, such as an accidental drop of the instrument.